Event description:
It was reported that the patient underwent a routine heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent a routine heart transplant on (B)(6) 2023. The pump, (B)(6) ,was returned assembled with the driveline severed approximately 1¿ from the nipple housing. The distal end of the driveline was also returned with the device. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned attached to the sealed outflow conduit. The driveline was tested for electrical continuity in the condition that it was received and revealed that all wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, it was noted that the bionate and metal braided shield layers had pulled out of the pump nipple housing, exposing the underlying wires. Microscopic inspection of the wires in this location revealed a breach in the insulation of the green wire adjacent to the nipple. Additionally, the insulation on the black wire was worn in this location. The remaining segments of all other wires appeared unremarkable during visual inspection under the microscope. The remaining segments of all wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a breach in the insulation of the green wire was identified, it should be noted that the pump operated as intended during support and log file analysis did not show any interruption in pump support related to this compromise. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Due to the confirmation of internal driveline wire damage, no further evaluation was performed and (B)(6) was not functionally tested using a mock circulatory loop. A log file was extracted from the returned system controller. No atypical events were observed, and the pump maintained a speed above the low speed limit while connected to the driveline. The relevant sections of the device history records for (B)(6) and the driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. D, are currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the hm ii lvas. Section 6, ¿patient care and management¿, addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears. This section states that the driveline should never be severely bent or kinked. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms and the appropriate actions associated with them. Section 8 of the IFU, ¿equipment storage and care¿, contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such event. No further information was provided. The manufacturer is closing the file on this event.